Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Elevated bg was address by manual correction injection. Additionally, it was reported that the customer was unable to charge the pump due to damage to the tandem-provided usb charging cable and the tandem-provided wall power adapter. Customer reverted to an alternate method of insulin delivery.